Event description:
It was reported that this pacemaker system exhibited high out-of-range pacing impedance of greater than 3,000 ohms on the non-boston scientific right atrial (ra) lead. The patient came in for a deice check and the impedance was back in the normal range at 532 ohms. The pacing thresholds were normal; however, there was noise noted on the ra lead in the bipolar configuration. The ra sensitivity was adjusted to try to resolve the issue. The noise was not able to be reproduced in office. This product remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific. Thus, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no objective evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker system exhibited high out-of-range pacing impedance of greater than 3,000 ohms on the non-boston scientific right atrial (ra) lead. The patient came in for a deice check and the impedance was back in the normal range at 532 ohms. The pacing thresholds were normal; however, there was noise noted on the ra lead in the bipolar configuration. The ra sensitivity was adjusted to try to resolve the issue. The noise was not able to be reproduced in office. This product remains in service. No adverse patient effects were reported. Additional information was reported indicating that the ra lead from another manufacturer also exhibited intermittent loss of capture, in addition to the reported high pace impedance, and noise. The lead was thought to be the source of the cause and was thus removed and replaced. This pacemaker was removed for a therapy change.

Manufacturer narrative:
This product has not been returned to boston scientific. Thus, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no objective evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
This product has not been returned to boston scientific. Thus, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no objective evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker system exhibited high out-of-range pacing impedance of greater than 3,000 ohms on the non-boston scientific right atrial (ra) lead. The patient came in for a deice check and the impedance was back in the normal range at 532 ohms. The pacing thresholds were normal; however, there was noise noted on the ra lead in the bipolar configuration. The ra sensitivity was adjusted to try to resolve the issue. The noise was not able to be reproduced in office. This product remains in service. No adverse patient effects were reported. Additional information was reported indicating that the ra lead from another manufacturer also exhibited intermittent loss of capture, in addition to the reported high pace impedance, and noise. The lead was thought to be the source of the cause and was thus removed and replaced. This pacemaker was removed for a therapy change.

Event description:
It was reported that this pacemaker system exhibited high out-of-range pacing impedance of greater than 3,000 ohms on the non-boston scientific right atrial (ra) lead. The patient came in for a deice check and the impedance was back in the normal range at 532 ohms. The pacing thresholds were normal; however, there was noise noted on the ra lead in the bipolar configuration. The ra sensitivity was adjusted to try to resolve the issue. The noise was not able to be reproduced in office. This product remains in service. No adverse patient effects were reported.